Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the electrode array of the patient's device was not fully inserted during the implant surgery. The patient did not receive benefit from the device and became a non-user of the device. She was implanted on the contralateral side and "recently" expressed a desire for bilateral implants. The explant/reimplant surgery was scheduled for 2007.